Manufacturer narrative:
The following device was also listed in this report: 3x9 cs insert; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. An a29 asymmetric patella and 3x9 cs insert were implanted. Update (B)(6) 2022 wg: as reported by rep: "patient was revised to a liner and patella exchange." A 3x9 cs insert and 29mm asymmetric cemented patella were revised. "Indication for revision was due to an infection. I&d washout with liner and patella exchange."